Event description:
It was reported that patient does not have sufficient subcutaneous tissue where set is inserted which led to bent cannula and led to high blood glucose, treated with pump on (b)(6) 2026.

Manufacturer narrative:
Name:(b)(6),Country: United States of America,Street: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.